Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: component code, impact code, clinical code, device code, type of investigation, investigation conclusions and h10 has been updated. The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing to rule out a manufacturing non-conformance. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of returned device/applicable imagery. Furthermore, a device history record or lot history was unable to be performed as the device lot number was not provided. As reported, "during a transseptal tavr procedure with a 29mm ultra resilia valve in the mitral position in a surgical valve, there was a kink in system and balloon not able to inflate initially. The physician moved the pusher back and was able to inflate to roughly 5cc's the nominal diameter but then unable to deflate balloon." Per additionally received information, "the kink occurred when advancing valve into surgical mitral valve and was where the clear portion of the balloon catheter starts." Per provided medical opinion, "the physician believed there was no device malfunction, only the anatomical features that caused the kink (because of the angle of the septal puncture and the existing surgical valve." The complaint description for system component damage states, "the kink occurred when advancing valve into surgical mitral valve and was where the clear portion of the balloon catheter starts." Furthermore, the case notes revealed that "angle of the septal puncture and the existing surgical valve" likely contributed to the complaint events. In this case, the presence of challenging anatomical features associated with the implant site could have led to excessive device manipulation during crossing of mitral valve and/or transcatheter heart valve (thv) positioning. It is possible that the delivery system sustained a kink due to excessive bending, twisting, or torquing techniques while being maneuvered through sub-optimal anatomy (e.g., steep septal insertion angle, physical obstructions due to pre-existing surgical valve etc.). As such, available information suggests that patient factors (pre-existing valve) and/or procedural factors (excessive manipulation) may have contributed to the reported event. The event description disclosed that the user retracted the flex catheter after experiencing initial inflation difficulty. If the flex catheter was not properly retracted prior to thv deployment, the inflation balloon could have been constrained by the flex tip, which would contribute to the reported inflation difficulty. Additionally, the reported kink on balloon could have also impeded the flow of fluid through the guidewire lumen to the inflation balloon during thv deployment, resulting both the reported inflation and deflation difficulties. As such, available information suggests that procedural factors (improper deployment technique, kinked delivery system) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No labeling/IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transseptal tavr procedure with a 29mm ultra resilia valve in the mitral position in a surgical valve, there was a kink in system and balloon not able to inflate initially. The physician moved the pusher back and was able to inflate to roughly 5cc's the nominal diameter but then unable to deflate balloon. The physician was able to deflate roughly 30 seconds later, and patient was hemodynamically stable. The physician went back in with 30mm zmed balloon to fully inflate and the patient never regained pulse and CPR was started. A large effusion and corresponding left ventricle (lv) perforation was found on echo. The patient was put on extracorporeal membrane oxygenation (ECMO) and a thoracotomy was performed to close the perforation. The surgery was successful, and patient was stable. There was no device malfunction/difficulty, because of the angle of the septal puncture and the existing surgical valve. The physician believed that anatomical features that caused the kink. The large effusion was caused by a wire perforation at the apex of the lv.

Manufacturer narrative:
A correction supplemental MDR is being submitted to include engineering findings of coronary perforation. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.